Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, during patient indwelling, the balloon burst and fell out.

Event description:
According to the available information, during patient indwelling, the balloon burst and fell out.

Manufacturer narrative:
We received one used sample. After desinfection we can observed that balloon was burst without missing part, and intermediate lot number marked on the valve is: 9291248. Traceability of this lot was performed and conclude that this intermediate lot number was used to performed only one lot of product aa63181002 lot number 9472425. The issue of bursting silicone balloon could come from various causes. In this case, we cannot identify any specific root cause because the information provided is insufficient to do so. In parallel, the CAPA (corrective and preventive action) CAPA-000152 "balloon issues on folysil and prostatic catheters" was opened and monthly monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.